Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: d5, e1, g2 *deleted user box*. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) diagnostic center. The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects. Additional evaluation findings include the following: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a crack. Due to damage on scope connector, a noise image occurred. The scope connector had corrosion and a scratch. The scope cover had a scratch. The adhesive around the objective lens was peeled. The adhesive around the light guide was peeled. The plastic distal end cover had a scratch. The connecting tube had a scratch and a wrinkle. The scope connector cover unit had a scratch. The scope connector had a scratch. The protector of the universal cord on the scope connector side had a scratch. The image guide protector had a scratch. Grip had a scratch. . The switch box had a scratch. The scope cylinder was shaved. The up/down knob had discoloration. The forceps elevator lever had a scratch. The forceps elevator knob had a scratch. The universal cord had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had discoloration. The control unit had a scratch. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known what the foreign material was. There was no delay in the start of pre-cleaning; the air/water nozzle was flushed with water and air; there were no abnormalities in the accessories used for reprocessing; the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges; and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, gastrointestinal videoscope had screen noise. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.